Event description:
It was reported that the customer over bolused for too many carbohydrates on the insulin pump. The customer had bolused for a meal but did not eat the rice that she intended to eat. The customer was subsequently treated by the paramedics due to low blood glucose levels on (B)(6) 2015. The customer's blood glucose at the time of the event was 34 mg/dl. The customer stated that the paramedics treated her with a glucose shot. The customer declined troubleshooting because she believed the issue was caused by an user error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.